Event description:
It was reported that during an ankle arthroscopy, the osteoraptor anchor broke inside the patient. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
Part of the reported device was received for evaluation. A visual inspection revealed that the returned device found was not in its original packaging. The insertion device was returned, undamaged, with no anchor or suture material. There is biological debris on the returned device. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of inappropriate / excessive force on the device. No containment or corrective actions are recommended at this time.